Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , UDI#: (B)(4) analysis of the 97755 recharger (rtm) serial number (B)(6) revealed a frayed cable. This regulatory report is being submitted as part of a retrospective review as part of a CAPA (B)(4) action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt was charging implant (ins) this morning and then started seeing an error screen but doesn't remember what it said, "and then the entire screen went white". Pt says that right now they are trying to charge and it shows the normal therapy screen and is currently in the menu. Pt hasn't tried taking battery pack out. Pt reset controller, and then tried to charge ins and they got no device found. Passive recharge mode (prm) was done and they got 75 for the highest number, and then moved recharger (rtm) paddle and got it up to 92. After a few minutes it started charging but there is no quality rating. They said rtm was getting hot before but isnt now. They said port of controller looks intact. They don't hear any rattling in controller. We tried several times to charge but the ins wont increment. The issue was not resolved. An email was sent to the repair department to replace the recharger. Additional information was received from a patient (pt). It was reported that they've been using their exchange recharger but are getting an error message every 15 minutes while charging that says to call medtronic. Patient noted that they had received 2 rechargers in the mail but sent their old one and the extra one back. Patient stated they haven't had the white screen come up again, but the error message comes up every 15 minutes, and they have to reboot everything. Patient stated they are currently recharging and are at 80% in the controller and 80% in the implant. A few minutes late, the error message came up and said "system problem rm03." Patient confirmed this is the error message they've been getting so frequently. A replacement controller was sent out. No symptoms were reported. Additional information was received. It was reported that they are still having issues charging and seeing rm03 and recharger problem icons. Patient services (pss) reviewed to do a hard reset and the pt was able to charge and are seeing recharging problem and rm 03. Pt was not able to finish charging as messages would pop up as though the controller was not recognizing the recharger (rtm) being plugged as stated ins low and to charge even though plugged in. A replacement rtm was sent out.